Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted also, passed self-test and the tone check tested ok. No audio or beep anomaly noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. The low threshold suspend alert functioned properly with tone and beep. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump failed to alarm when the threshold suspend feature activated despite a blood glucose and sensor glucose of 62 mg/dl. The customer reported that the suspend limit was set to 65 mg/dl, and that the sensor was reading correctly. Troubleshooting was initiated and the alarm history was reviewed: the suspend event was recorded. However, the customer stated that the alarm never sounded. The customer also mentioned that he can't hear his regular alerts either, though others around him can hear them. The insulin pump was returned for analysis and a replacement device was shipped to the customer.